Event description:
It has been reported to philips the customer called and stated that the AED is triple chirping. The AED triple chirps when the battery is inserted. The AED does not pass the bit. There are no verbal prompts just chirping three times. The AED is under warranty and to be replaced under ib warranty exchange at zero cost to the customer.